Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation regarding the chipped adhesive on the bending section cover, the cause was due to some kind of stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped adhesive on the bending section cover was found. There was no patient involvement.